Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure of a dural arteriovenous fistula (davf) with the target on the occipital artery, the 3mm x 12cm deltafill 18 coil (dlf180312 / 30412473) was used, but it was not able to be detached. The complaint coil was used with the enpower detachment control box (dcb) (catalog and lot# unknown) and the enpower control cable ((B)(4)/ lot# unknown). All the connections appeared to fit without application of force. The complaint coil was replaced with another coil and the procedure was resumed. There was no report of any patient adverse event or complication. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (30412473) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure of a dural arteriovenous fistula (davf) with the target on the occipital artery, the 3mm x 12cm deltafill 18 coil (dlf180312 / 30412473) was used, but it was not able to be detached. The complaint coil was used with the enpower detachment control box (dcb) (catalog and lot# unknown) and the enpower control cable ((B)(4) / lot# unknown). All the connections appeared to fit without application of force. The complaint coil was replaced with another coil and the procedure was resumed. There was no report of any patient adverse event or complication.